Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted due to a hemoglobin level of 4 g/dl and suspicion of possible gi bleeding. The patient was reportedly not symptomatic. A colonoscopy and endoscopy were performed and did not show any bleeding. The patient was discharged to home and there have been no further issues reported.

Manufacturer narrative:
Approximate age of device: 9 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. The patient remains ongoing on lvad support. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.